Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 170mg/dl, 108mg/dl. Tests were done within 3 mins with a difference of 40%. Pt did not experience any adverse events. No further info has been reported.